Event description:
(B)(6) 25 at 845pm. Exposure blood or body fluid, outcome was perforation. The employee felt something poke them when lifting the biohazard bag. Went to the ER for treatment, standard puncture wound protocols; followed prior to same day release. Outcome was temporary harm, no further treatment provided. No additional details were provided.